Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5072274. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? How are you currently feeling after mesh removal? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported by the patient that mesh was implanted on unknown date in 2016. It was reported that patient experienced extreme pain, tight, hard and sharp with muscle spasms limiting patient ability to sit or stand without extreme pain. The patient experienced groin pain, nerve impingement and right leg weakness. The patient was evaluated by physician and had two spots on vagina burned with silver nitrate. The patient reported sling was removed on unknown date in 2017. Additional information was requested.